Event description:
It was reported that the audiologist has concerns about her patient. Testing was carried out in 2008 which showed a hi on channel 10 and everything else was ok. One month earlier, channel 11 had a > sign but still read ok, 10 was hi. The value for 12 was increased. Testing carried out a month before this showed 10 as hi and nothing else. Ground path, coupling and integrity are all okay. Channels 2 and 5 are turned off and the reason given is a short circuit. Channels 10 and 11 are turned off for hi status. Channel 12 is turned off for "no auditory percept."

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.